Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non-sustained right ventricular oversensing due to myopotential oversensing. The device was reprogrammed. Monitoring will continue.